Event description:
Customer reports drawer of pyxis anesthesia system failed. No pt was present.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation. Field service technician investigation discovered physical object obstruction that caused drawer to fail.